Event description:
It was reported that during a gastroplasty procedure, the trigger locked when it was fired. The patient evolved to a deep venous thrombosis one day post-op, digestive fistula, with the need for a laparotomy 5 days post-op. The patient expired. The physician does not relate the digestive fistula to the problem presented by the device. He thinks the death was related to the decreased vascularization in the gastric proximal region, as it happens in most of fistula cases in procedures like these. Therefore, the physician thinks the initial deep venous thrombosis was the primary reason for the thromboembolism.

Manufacturer narrative:
Date sent: 3/25/2008. The device was received in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a damaged knife, this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have proper b-formed shape. We have documented the circumstances they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.